Manufacturer narrative:
Clarifying information was received that this was a very sick patient with aortic regurgitation and aortitis. The physician wanted to see if a transcatheter aortic valve replacement could successfully treat the patient. Following the procedure, the patient exhibited left sided facial droop and unequal hand strength. A transient ischemic attack (tia) was suspected but was not confirmed. Per the physician, the suspected tia might have been due to the manipulation of the delivery catheter system (dcs) during recapture of the valve which dislodged twice. Per the physician, the positioning difficulties were due to the lack of calcium in the annulus and not due to the performance of the device. (B)(4).

Manufacturer narrative:
Product analysis:the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was unable to be implanted due to patient anatomy. Subsequently, the valve was recaptured and withdrawn from the patient. A decision was made to discontinue the procedure. Immediately following the procedure, a stroke occurred, treated with heparin. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.